Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a dark screen and would not power on. A field service engineer identified defective drawer controller in the half-height cubie drawer 2.2 of the main unit, confirmed via test points showing no resistance. The drawer controller was replaced. Following the repair, the medstation was tested using the hardware test application, and customer access was verified through the med application. An inventory count was performed by the customer, and no further issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not powering up and it had an issue with drawer controller. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.